Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins got turned off somehow and that they got assistance from patient services and were successful at getting it turned back on/setting stimulation. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient reporting that they could not feel stimulation again and would like patient services to assist them with checking their therapy. The patient stated that they increased their stimulation from 4.20v to group a at 9.20v and they couldn't feel stimulation. The patient stated that they had a rectal seal (B)(6) ((B)(6) 2017), which they stated "had nothing to do with their device/therapy". It was stated that they also had an EKG (electrocardiogram) done on (B)(6) 2017 with their device turned off. They stated the EKG was clear. They also had a chest x-ray done and the device was also turned off for that. It was unclear how the EKG and x-ray were related to the patient's device/therapy. It was confirmed that the patient did not have a fall or trauma that could have affected their device. It was recommended that the patient consult with their healthcare professional (hcp) regarding not feeling stimulation. It was confirmed that the patient's therapy was on and was on group a at 9.20v. It was recommended that the patient decrease their stimulation in case the patient would start to feel stimulation again and it would be too strong. An email was also sent out for the patient to their manufacturing representative (rep) as they stated they had not heard back from their rep. No further complications were reported/anticipated.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of stimulation. The patient stated that they turned their stimulation off at night on (B)(6) 2017, like they usually do, and when they turned it back on the next morning they weren¿t feeling any stimulation. It was noted that the patient was feeling stimulation on the night before prior to turning off the device. The patient stated that they tried turning stimulation on with the recharger and increased settings higher than normal, but still wasn¿t able to feel stimulation. Troubleshooting steps were performed and resolved the issue. The patient was able to increase stimulation on a different program and was able to feel it. However, the patient reported that they felt a pinching with stimulation at 3.7v on program 2. The patient was then able to decrease stimulation to a comfortable level. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight information was provided to range between (B)(6) lbs for the last 15 years.